Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the connecting tube connector of the endoscope side was disconnected, but found that the subject device functioned without any problem such as poor durability against pulling, and also found that there was no abnormality on the exterior. Based on the result of the omsc evaluation, omsc concluded that the reported phenomenon occurred accidentally during the reprocessing due to the accumulation of stress, which might be caused by the long-term use of the subject device, the hit against something other than the subject device, or the user's handling with holding the slide portion of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that after the reprocessing of the unspecified endoscope with the subject device, it was found that the connecting tube connector was disconnected. The user facility did not provide other detailed information. There was no report of patient injury associated with this event.